Event description:
The pt's care giver called to advise that two months prior the pt had worn the pump into an MRI room. Caregiver had been in the room for about ten seconds when they realized pt still had it on. They removed the pump and then pt had an occlusion. Until 2003 there was no problem. Since then, pt's blood glucose (bg) levels have been erratic. The pt also said that in 2002 pt had just finished priming their pump after changing their cartridge and pt heard it alarm and say delivery active. Pt checked the history and 5.5u were recorded as being delivered. Pt said they did not program pump to deliver. Advised to continue to monitor bg.